Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated with inj (injection) vanconex-cp, 1gm, ip (intraperitoneally) stat, and inj ?exmer", 500mg bd (beginning dose). At the time of this report, the dose of dianeal was being maintained, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.